Event description:
Customer reported an emergency room visit due to unexplained high blood glucose readings of 469 mg/dl. It was noted that the customer did not stay over night, just until the blood glucose readings came down. Customer mentioned that they keep receiving a no delivery alarm when attempting to bolus. Through troubleshooting it was noted that the alarm was caused by a connection issue. Customer's blood glucose reading at the time of the call was 149 mg/dl. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed functional testing. The insulin pump was received with normal operating currents and no unexpected alarms were noted. The insulin pump was received with cracked reservoir tube lip.